Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
A case of perforation was reported during an af ablation procedure where the nrg transseptal needle was used among other devices including the swartz transeptal sl1 and agilis steerable sheath (st. Jude medical). The perforation was identified via echocardiogram after the transseptal puncture. The hole was closed with a 14mm amplatzer asd closure device. The procedure was aborted, and the patient remained in stable condition. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.